Event description:
Event description cpi received information that this patient had twiddler's syndrome and as a result of the patient's constant manipulaton of the endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) the lead was fractured. Both the lead and ICD were replaced.